Manufacturer narrative:
The investigation has determined that a lower than expected potassium (k+) result was obtained using vitros performance verifier ii (pvii) lot n9816 fluid using vitros chemistry products k+ slides lot 4102-1091-5007 on a vitros 350 chemistry system. The assignable cause of the event is unknown. An issue with the within-lab humidity cannot be ruled out as a contributor to the event. The customer has an air conditioning unit blowing directly on the analyzer, which can lead to low humidity. However, as the customer is not monitoring the humidity in the lab, it cannot be confirmed that the humidity was low at the time that the lower than expected result was obtained. An ortho field engineer (fe) advised the customer to keep the humidity range between 15%-60%, although the humidity is allowed to go as high as 75% per the site specification for a vitros 350 chemistry system. Historical quality control indicated slight imprecision with the customers level 1 control fluid, however the magnitude of imprecision observed would not be enough to have caused the negative bias observed in this event. Therefore, a reagent issue is not a likely contributor to the event. Continual tracking and trending does not indicate a systemic issue with vitros k+ lot 4102-1091-5007. An instrument issue is not a likely contributor to the event, as precision tests were run for vitros k+, vitros na+, vitros alkp, and vitros amyl, all of which were within expectation. The lower than expected vitros k+ result was obtained from a quality control fluid and was not reported from the laboratory. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of patient harm as a result of this event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected potassium (k+) result was obtained using vitros performance verifier ii (pvii) lot n9816 fluid using vitros chemistry products k+ slides lot 4102-1091-5007 on a vitros 350 chemistry system. Vitros k+ pvii lot n9816 result of 2.50 versus the expected result of 5.59 biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros k+ result was obtained from a quality control fluid and was not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).